Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the cut in the outer insulation at 35.3 cm with minimal blood ingression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a dislodgement and insulation damage during slitting of the catheter sheath at implant. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.